Event description:
Same case as MDR ID# 2134265-2015-02679. It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery. A non-bsc balloon catheter was used to dilate the postero-lateral branch. A 2.25x20mm promus premier¿ stent was successfully implanted at the proximal portion of the lesion. A 2.25x16mm promus premier¿ stent was selected and advanced but failed to cross the previously placed 2.25x20mm promus premier¿ stent. Upon withdrawal of the 2.25x16mm promus premier¿ stent, the stent hung up on the previously implanted stent and became unraveled. It was also noted that the 2.25x20mm promus premier¿ stent was pulled out together with the 2.25x16mm promus premier¿ stent. The procedure was not completed. No further patient complications were reported and the patients' status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length with the proximal end bunched (overlapping stent struts) and the distal end stretched. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon. Crimp markings were evident on the exposed proximal end of the balloon wall indicating crimp contact between the coated stent and balloon was achieved. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery. A non-bsc balloon catheter was used to dilate the postero-lateral branch. A 2.25x20mm promus premier¿ stent was successfully implanted at the proximal portion of the lesion. A 2.25x16mm promus premier¿ stent was selected and advanced but failed to cross the previously placed 2.25x20mm promus premier¿ stent. Upon withdrawal of the 2.25x16mm promus premier¿ stent, the stent hung up on the previously implanted stent and became unraveled. It was also noted that the 2.25x20mm promus premier¿ stent was pulled out together with the 2.25x16mm promus premier¿ stent. The procedure was not completed. No further patient complications were reported and the patients' status was good.